Event description:
The process disposable cracked during centrifugation allowing blood to leak. Improper orientation of process disposable (by the user) put pressure on centrifuge lid compromising lid seal allowing blood to escape the centrifuge chamber. No injury to operator or patient.